Manufacturer narrative:
This report is being submitted to relay additional information. It was reported that there was no fracture to the implant. The following sections are being reported: b4: date of this report was updated. B5: event description has been updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event.

Event description:
The customer reports that the unknown spline implant was not fractured.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Remains implanted, no lot number provided.

Event description:
Doctor reports that patient presented with a broken spline on an unknown zimmer spline implant.